Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿, ¿check te pad¿ messages, damaged te pad) was confirmed due to a defective v4 component on ECG "a&b" in the distribution node (dn), causing the ecgs to be non-functional. The belt was unable to pass falloff testing. The root cause for the defective v4 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt", "check te pad" messages, and had a damaged te pad.